Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 3 mmol/l with severe dizziness and unsteadiness while standing or walking. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump's total daily dose basal history did not match for expected reasons: basal edit screen was accessed and the prime menu was accessed; the basal history matched the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump was calculating recommended bolus totals correctly; the pump successful delivered an air bolus, which was correctly recorded in the bolus history. It was alleged the bolus history was inaccurate. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: the last basal delivery was on (B)(6) 2017 when an unexplained loss of prime occurred followed by an unconfirmed replace battery alarm on (B)(6) 2017 at 02:40. The pump then went into a reboot condition and insulin deliveries were never resumed. The bolus history showed multiple 0.00 unit boluses recorded on (B)(6) 2017. Six of the 0.00 unit boluses were cancelled by the meter and one was cancelled by the pump. No meter was returned with the pump. Two 0.00 unit boluses were observed on (B)(6) 2017. A manual time change was observed on (B)(6) 2017 from 07:44 to 06:44. Pump was exercised for 24 hours; no 0.00 unit or un-programmed boluses were delivered or recorded in the pump history during this time. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No errors, alarms or warnings, or other delivery interruptions, occurred during the testing. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.